Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the cassette caused the pump to alarm no disposable. Patient stated that it was noticed sometimes they would have intense symptoms, a lot of flushing, headaches, and body aches. No dates or further details provided. No injury reported.